Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital due to cardiac arrest associated with a ventricular fibrillation (vf) event. Defibrillation therapy was delivered. The number of shocks and conversion results are unknown as the patient is not followed remotely and has been lost to follow up for the past four years. A boston scientific technical services consultant stated the shock(s) appeared to be clinically appropriate. The health care professional noted oversensing and also observed that smart pass was disabled. The consultant discussed reasons for smart pass deactivation which occurs when there are undersensing scenarios. Instructions were provided on how to turn smart pass back on using either automatic or manual setup. The caller performed manual setup and smart pass remained deactivated. The caller will work with the local area boston scientific sales representative to further evaluate sensing for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. It was reported that the bsc local sales representative spoke with two clinicians who were unable to provide additional event details. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital due to cardiac arrest associated with a ventricular fibrillation (vf) event. Defibrillation therapy was delivered. The number of shocks and conversion results are unknown as the patient is not followed remotely and has been lost to follow up for the past four years. A boston scientific (bsc) technical services consultant stated the shock(s) appeared to be clinically appropriate. The health care professional noted oversensing and also observed that smart pass was disabled. The consultant discussed reasons for smart pass deactivation which occurs when there are undersensing scenarios. Instructions were provided on how to turn smart pass back on using either automatic or manual setup. The caller performed manual setup and smart pass remained deactivated. The caller will work with the local area bsc sales representative to further evaluate sensing for this patient. No additional adverse patient effects were reported.